Manufacturer narrative:
Evaluation by interview of user lab. They claim to be long time users of product w/o a history of problem. Product is irritating when it gets in the eye. This is a rare event but anticipated. Labeling clearly states to avoid eye contact.

Event description:
Male patient got ten20 conductive in eye. Reported irritation, redness, some blurry vision. Not sure he saw a physician. Improved condition on (B)(6), according to (B)(6).